Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml2593, and no non-conformance's were identified. Device evaluation summary: the actual device component was identified as product code vcp359h was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. The information you provided is compiled monitored and reviewed on.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The needle broke when it was out of package before the procedure. Changed to another device to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.